Event description:
It was reported the patient presented with a middle cerebral artery (mca) aneurysm and an anterior cerebral artery (aca) dissecting aneurysm. The first stent was successfully deployed in its intended location in the mca aneurysm. The second stent (subject device) was unable to pass through the first stent for the purpose of utilizing y-stenting technique due to the tortuosity of the vessel. As the physician was attempting to deploy the second stent it was noted that "the dissecting aca aneurysm was broken" and the procedure was aborted. Additional intervention was given as a result of the complication, although the details of what was done were not disclosed. Seven days post procedure the patient reportedly expired. The cause was not disclosed.